Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent. The cause of and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered and extraneal/physioneal therapies were ongoing. No additional information is available.